Event description:
It was reported that an alpha rollator's lock was not sitting securely on the right side frame.

Manufacturer narrative:
(B)(4) - follow up #001 initial (B)(4) issued MFR. Report # 9615290-2013-00002. This product, a dolomite alpha rollator is not distributed in the USA. This incident happened in (B)(6) and a report was issued to health (B)(6). No report to the USA FDA was necessary.